Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient was on a narcan drip and was being transported to an emergency room (ER). Once the patient arrived a physician turned the pump to minimum rate. The patient was admitted. It was noted that there was no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests or troubleshooting was reported. No surgical intervention occurred and no surgical intervention was planned. It was unknown if the issue was resolved. The patient's weight and medical history was noted as having been requested but was unknown. Additional information was received via a company representative on 2021-apr-22. The healthcare provider who initially reported the event was clarified.